Event description:
The patient reported a zapping sensation when the neurostimulator was not in use. The commercial team member changed the programs on the transmitter assembly and moved the electrodes which resolved the report of zapping sensations. No further issues have been reported.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient having another non-curonix device implanted has been ruled out as a potential cause. After the programs on the transmitter assembly were changed and the electrodes were moved, the report of zapping sensations was resolved. The stimulator is used to treat pain. The cause of the zapping sensations is due to programming parameters as the issue was resolved after the programs on the transmitter assembly were changed and the electrodes were moved (user error-commercial team member). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.